Event description:
The customer reported that a nurse states the system did not alarm for a red alarm, although there was an alarm in the alarm review.

Manufacturer narrative:
The customer reported that they did not get an audible vtach alarm. The field service engineer went on site to troubleshoot the cause of the issue. He tested the device and confirmed it is working to specifications. A review of the logs for the event indicated that there was a vtach alarm which occurred at 22:26:11.655 2008, which was silenced by the user at 22:27:16.827 01/24/08. A review of the provided strip also indicated a 5 beat vtach event which generated a 3 star red alarm and then was resolved. The customer has a client which was configured to have alarms silenced either at the client or the station. The product support engineer reviewed the information and answered questions from the biomedical engineer. He indicated that the device worked to specifications. The available information does not support that there was a malfunction, design or labeling problem.